Manufacturer narrative:
Block b3: onset date of 01-jan-2022 is an approximate date. Additional suspect medical device component involved in the event: brand name: linear 3-4: upn: m365sc2352700. Model: sc-2352-70. Serial:(B)(6). Batch: 21234591. Brand name: precision spectra: upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 205484.

Event description:
It was reported that the patient experienced inadequate pain relief and also felt the implantable pulse generator (ipg) was hot while turned on. The patient underwent a procedure in which the entire system was explanted. There were no patient complications, and the patient was stable postoperatively. The explanted devices will not be returned as they were discarded at the medical facility.